Event description:
Additional information received by the physician indicates the noted damage on the rv lead may have been due to the physician pulling too hard on the lead during device change out.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, loss of capture, high capture threshold, and pectoral stimulation was observed on the right ventricular (rv) lead. Diagnostic imaging was performed and revealed rv lead fracture. The rv lead was capped and replaced to resolve the event. The patient was stable with no consequences.